Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not allow cutting function. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Spoke to charge nurse ((B)(6)) and she stated vh-3010 was cutting but would not seal. It was questioned if device was plugged in correctly or if the actual device was defected. No patient info, no doctor info, device malfunctioned during case and product was discarded. Nurse practitioner (B)(6) harvest the vein.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(6) 2013 which places the approximate usage life at approximately 4.3 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not allow cutting function. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Spoke to charge nurse (B)(6) and she stated vh-3010 was cutting but would not seal. It was questioned if device was plugged in correctly or if the actual device was defected. No patient info, no doctor info, device malfunctioned during case and product was discarded. Nurse practitioner (B)(6) harvest the vein.

Manufacturer narrative:
(B)(4). This is a duplicate record of autonumber cs-cpl-2017-00478 and internal complaint number: (B)(4) having the mrf report# 2242352-2017-00539. Please disregard all the follow-up report and the initial report for this event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not allow cutting function. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Spoke to charge nurse (B)(6) and she stated vh-3010 was cutting but would not seal. It was questioned if device was plugged in correctly or if the actual device was defected. No patient info, no doctor info, device malfunctioned during case and product was discarded. Nurse practitioner (B)(6) harvest the vein.